Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat 3 to 4 degree rectocele. No additional information was provided.

Manufacturer narrative:
It was reported that after implantation the patient experienced pelvic pain and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.